Event description:
It was reported that implantable cardioverter defibrillator (ICD) devices may not sound the patient alert tone until the battery voltage drops below what is typical for other devices with the same manufacturer and that same devices may not all be alerting at the same voltage levels. A list of devices with specific serial numbers was requested and is still pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).